Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 228310002, implanted: (B)(6) 2009, product type: accessory. Product ID: 3 7085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v311815, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v324758, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported the patient had their dbs implant replaced in (B)(6) 2013, and when the device was replaced the patient was weak, comatose, and couldn't talk. The patient went to their healthcare provider (hcp) on (B)(6) 2015 to get their deep brain stimulator (dbs) adjusted. Following the adjustment the nursing home reported they saw a decline in the patient's condition since the patient's appointment, and she was very weak. It was noted the patient had a pacemaker as well which was implanted in (B)(6) 2013, and the consumer was concerned the dbs adjustment may have done something to the patient's pacemaker. The patient died on (B)(6) 2015. Relevant medical history includes parkinsons dual and movement disorders.

Event description:
Additional information received from the healthcare provider noted that regarding diagnostics performed it was noted: results are unknown, the patient's neurologist was managing her device. The patient was last seen in the neurological office (B)(6) 2013 for 3 week wound check and was doing well at that time. Regarding actions/interventions taken, it was noted: as per the patient's neurologist managing her pd (parkinson's disease). Regarding the cause of the patient's death, it was noted: unknown to this office.